Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. Per the physician, the biopsied nodule was 2 cm in size and located in the right lower lobe. The pneumothorax was discovered post procedure and the patient required placement of a chest tube and overnight stay. A diagnosis was obtained but not provided. The patient was discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.